Event description:
Additional information indicated that after the balloon withdrawal difficulty occurred, the stent remained well positioned. Another taxus stent was implanted in the proximal ramus intermedius. The reported cause of death was myocardial rupture.

Event description:
Same case as #6000089-2005-01462. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The mildly calcified, 90% stenosed lesion was located in the mildly tortuous mid left anterior descending (lad) artery. The vessel was predilated with a 2.0x20mm maverick balloon. The physician implanted 2 taxus express2 2.5x24mm drug eluting stents and a 2.5x18mm cypher stent in an overlapping fashion. The physician encountered difficulty removing the balloon from one of the taxus stents. It is not indicated how the balloon was removed. The stents were post dilated with a 2.0x20mm maverick balloon. It was later reported that a dissection, perforation, cardiac tamponade, cardiogenic shock, surgery and ultimately death occurred, however they reported that the death is "not in connection to the pci". Additional information is being requested.